Manufacturer narrative:
Engineering evaluation results: the device was returned and an engineering evaluation was performed. Engineering confirmed that the stiffening wire was protruding from the leading olive and that the leading olive was bent. The findings from the evaluation are consistent with the physician¿s observations. The root cause for damage to the leading olive was forceful advancement of the delivery catheter.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6), 2015, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore tag thoracic endoprosthesis (tgu404020j/12946586). An introducer sheath was inserted through a surgical graft in the abdominal aorta, but the sheath could not advance over the distal anastomosis of the graft. A delivery catheter was attempted to advance outside of the sheath with a stiffer guidewire using pull-through technique. Multiple attempts were made to insert the delivery catheter to an intended position, during which much force was put on the leading olive bending approximately 90 degree, but those attempts were not successful. Intra-procedure imaging revealed that there was something exposing from the leading olive, and the delivery catheter was retrieved out of the patient. It was confirmed that a silver metal piece exposed from the mid leading olive. The endovascular procedure was aborted. No adverse events were revealed to the patient.